Event description:
It was reported that multiple intermittent cartridge alarms occurred during the load sequence. Customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer delivered a correction bolus via the pump to address bg.